Event description:
This rv lead was implanted on (B)(6) 02 and was capped on (B)(6) 12 due to rising threshold, 0.8ms @ 6.5v. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).